Event description:
An optometrist reported corneal haze six weeks post bilateral lasik. The patient states "vision is awesome". The patient was asked to start ascorbic acid by mouth and use gel artificial tears. The vision has improved. There are two medical device reports associated with this event. This report references the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).